Manufacturer narrative:
A request was made to the article author for additional information; however, no additional information was received. This event will be updated if any additional information becomes available. Kusumoto f, goldschlager n. Remote monitoring of patients with implanted cardiac devices. Clin cardiol. 2010 jan; 33 (1): 10-7.

Event description:
Boston scientific received information that the journal article "remote monitoring of patients with implanted cardiac devices" provides a general comparative discussion on remote monitoring systems manufactured by various competitors and boston scientific. Additionally, the article provides a general reference to defibrillation lead failures rates and inappropriate shocks. These references are included within references to other articles. Within this article, an example of early identification of a lead failure is discussed. In this example, a sudden rise in impedance occurred, and the patient was notified via an audible beep. A warning was sent to the clinic monitoring the device. A telephone discussion between the patient and on-call physician led to an emergency room visit and subsequent confirmation of a lead failure. The lead was removed and replaced. The brand and/or lead model information was not reported to boston scientific.